Event description:
Procedure: tep totally extraperitoneal. According to the reporter, gray rubber parts of the device were broken during insertion of another device. The pieces fell into the cavity and were retrieved. A new device was opened to complete the case. Operating time extended less than 30 minutes. There was no tissue damage and no bleeding. The patient was reported to be doing good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).